Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "small amount of fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: small amount of fluid.

Event description:
Healthcare professional reported right side "some radial folds" and "presence of a small amount of fluid around the implants." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Healthcare professional reported, right side "some radial folds". And "presence of a small amount of fluid around the implants". Device was explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s), for the device related to the reported event of seroma-late and crease folding of implant was reviewed on 25-april-22. Visual analysis of the photograph(s) was unable to identify, any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.